Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for hospital check with dyspnea. The device exhibited non-sustained right ventricular oversensing. The patient was on a breathing machine. It was suspected that the issue might have been caused by interference from the machine. No further information was available.